Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient saw their healthcare provider (hcp) about a month ago and they were not feeling well. The patient stated they had to adjust their position and change their programming. The patient reported it felt like the pain was in the curve where the butt meets the leg on the right side and it didn't feel like it was pinging the bladder. The patient also reported they have had spasms in their spine and curve of their spine. The patient thought it had to do with having the flu so they turned the device off for 24 hours and the spasms resolved. The next day they could walk better and their back was not hurting. The patient waited until they got past the flu to turn the device back on. The patient left it on for three days and it got to the point where they could not get out of bed so they turned it off again and it had been off for not quite 48 hours and they were walking fine. The patient's back was still hurting some but nothing like it was and it was not spasming. The patient stated it felt like it was laying on the nerve that was shooting up their back. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Event description:
Additional information was received from the patient. It was reported that they spoke with the manufacturing representative, changed the program, and felt so much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated to remove a090407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.